Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the impedance continues to rise due to mineralization. The alert for the impedance was turned off and the lead remains in use.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, rising impedance, high thresholds, and rising thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.